Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure for acute appendicitis, while inserting the laparoscopic ports, the short veress needle had been replaced with a substitution needle that was longer than what was normally used. The needle hit the patient's inner abdomen and caused an intramural hematoma of the sigmoid colon. After repairing, the colon was inspected directly; there was no full-thickness injury. It was noted that the surgical time was extended for 30 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure for acute appendicitis, while inserting the laparoscopic ports, the short veress needle had been replaced with a substitution needle that was longer than what was normally used. The needle hit the patient's inner abdomen and caused an intramural hematoma of the sigmoid colon. After repairing, the colon was inspected directly; there was no full-thickness injury.